Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-jun-2023. H6: investigation summary: our quality engineer inspected the 4 photos and 1 used sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample photos showed that there was a brown stain in the unit packaging. Examination of the physical sample returned showed a, brownish, sticky, grease-like stain was observed on the outer surface of the needle cover. Bd determined that the cause of the failure was most likely attributed to our packaging process. The foreign material observed was most likely grease applied to the machines at our packing stations. Grease likely made it to the portion of the manufacturing machine that contacts the needle covers. A proposed action plan for retraining manufacturing technicians to ensure the manufacturing machinery is properly cleaned has been generated. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that prior to use with bd insyte¿ IV catheter "oil" foreign matter was discovered. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, before use, some kind of oil strain was found inside the sterilized package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd insyte¿ IV catheter "oil" foreign matter was discovered. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, before use, some kind of oil strain was found inside the sterilized package.